Event description:
During operative procedure, the physician noticed a microscopic piece of metal while starting to close wound. He was unsure if it was from the forcep or needle holder. Both instruments removed from the sterile field. The physician removed the metal piece from wound & placed on gauze. Gauze & instruments placed in bag. X-ray was taken, read as negative.what was the original intended procedure?right long finger a1 pulley release with focal tenosynovectomy as well as resection of one-half of the damaged flexor digitorum superficialis tendon.device #1is this a laboratory device or laboratory test?no.